Manufacturer narrative:
Per the facility on 09/24/2023 the respiratory therapist "noticed a burn on the heated wire expiratory limb connection/adapter that goes into the heated wire cable". Per the facility the device/tubing was not covered by anything and the temp setting on the device was/is unknown. Per the facility they replaced the circuit, and the patient was not injured. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility on 09/24/2023 the respiratory therapist "noticed a burn on the heated wire expiratory limb connection/adapter that goes into the heated wire cable".

Manufacturer narrative:
Updated g6, h2, h6.